Event description:
It was reported that the patient experienced recurrent low blood glucose events over approximately two weeks, including a recent episode to about 60 mg/dl, and the caregiver believes the correction algorithm lowered glucose below 70 mg/dl after oral carbohydrate treatment. Symptoms included no reported hypoglycemia symptoms during the most recent event. Outcomes included the need for oral glucose treatment and assignment to additional training. Investigation included a review of product-use history and user training. Investigation of this case revealed user difficulty with managing corrections and potential overcorrection following carbohydrate treatment. It was concluded that the cause of the hypoglycemia was unclear and that additional user training was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.